Manufacturer narrative:
Date sent to FDA: 01/06/2020. Additional b5 narrative: it was reported that the patient underwent hernia repair surgery on (B)(6) 2010.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery in 2010 and mesh was implanted. It was reported that the patient experienced severe pain. It was reported by the patient that post op hernia repair (abdominal hernia), four years post op the hernia is back and his leg is going numb. The mesh is causing his white blood cells to replicate at a faster rate then normal which is causing cracking in his teeth. He feels sharp pains like someone is poking them in his stomach. When the patient has bowel movements his legs go numb. In (B)(6) 2010 the patient had drainage tubes placed. The drainage tubes stayed until (B)(6) 2010. The drainage tubes were removed one at a time between (B)(6), (there were five tubes). His stomach was infected because it was rejecting the mesh. They reopened the patient and attempted to flush the wound. They cut away the bad tissue where the infection was seeping out. (B)(6) 2018 was the initial surgery. The mesh is still presently implanted. The patient still has pain. The pain has slowly started to increase. The hernia is the size of a newborn baby. The cut goes from above his navel up to the top of his air pocket. He was walking through the yard once and his stomach snagged on the fence and he didn't know he was bleeding until someone pointed it out to him. No device to be returned. No additional information was provided.